Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one sample. The following data was provided (customer provided reference range: 0.85 to 1.10 mmol/l): on (B)(6) 2022 sid (B)(6): (B)(4) results = 1.20 mmol/l and 0.56 mmol/l; (B)(4) result = 0.52 mmol/l; (B)(4) result = 0.54 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures, including part replacement. However, service could not determine a single definitive cause for the falsely elevated results. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic magnesium patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c identified no similar issues related to the alinity system or discrepant results as described in this ticket. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.